Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 77 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. During support, an access site bleed developed. As treatment, a blood transfusion was required and the vessel was sutured.